Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) (serial: (B)(6)) alarming was confirmed via product testing of the returned unit. During the evaluation of the returned mpu, the reported event was confirmed. The issue was isolated to the mpu patient cable; therefore, the component was replaced. The mpu then underwent all applicable and required testing and passed without issue. The patient cable was forwarded to product performance engineering (ppe) for further analysis. Visual inspection of the returned patient cable was unremarkable. The unit was plugged into power and the unit alarmed; however, the controller did not display any alarms. There was a short to shield with the red echo wire in the cable, consistent with repetitive flexing and normal wear and tear. The cable was stripped, and a breach in the red wire to the shield was found. The root cause for the reported alarm was due to wire fatigue on the red wire consistent with repetitive flexing and wear/tear. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot alarms. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. C) section 3 ¿powering the system¿ explain all the mpu alarms. This section states ¿the yellow wrench symbol illuminates when the mobile power unit detects a mechanical, electrical, or software issue with the system. This is an advisory alarm. When the yellow wrench illuminates, switch to two fully-charged heartmate 14 volt lithium-ion batteries.¿. This section informs the user of the proper actions to take if the yellow wrench alarm activates. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the equipment manager stated the mobile power unit (mpu) wasn't working and kept alarming with a steady audio tone with the mpu icon lit up. The equipment manager attempted to troubleshoot alarms without resolution. The patient was given a new mpu.